Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 2.0.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: foreign country - australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that during navigation, there was an inaccuracy of 10mm. The cranial frame was next to the patient's head and the camera was at the foot of the bed. The procedure was performed as usual, but when merging the postoperative CT scan with the pre-op scans, it appeared that the needle was below the plan. There was no delay to the case.

Manufacturer narrative:
H3) the software team reviewed the archive. The latest logs provided were also not able to be extracted. There were 3-mr exams, one postoperative CT exam and one rgb-1 snapshot export (which was loaded with error "can not be used with stealth") present in the archive. Mr-1 was last year exam as dated (2023-3-14). Site used mr-2 (spacing 0.90mm <(>&<)> thickness 0.90mm) with slices 208 <(>&<)> mr-3 (spacing 0.90mm <(>&<)> thickness 0.90mm) with slices 192 for the procedure. As per the planning task there were 2 plans made. One plan had entry and target but the second plan was on top of the first plan(on same trajectory of first plan) and there was only a dot present (no length(trajectory) for the second plan) just (around 10mm) before the first plan target. The postoperative CT exam had 421 slices but it had difference in its spacing and thickness(spacing 0.39mm <(>&<)> thickness 0.50mm) moreover the scan had gantry tilt of (superior 9.50009 degree). The scan loaded with waring "[ "the scanning protocol of this exam is not optimal for use with stealth" due to (1.exam with gantry tilt <(>&<)> 2. Difference slice spacing <(>&<)> thickness) and this may affect functionality or navigation accuracy of the system.]". Tried to merge the preoperative mr exams and post CT exam and observed in the axial view the trajectory was off(outside) from the burr hole but it was inside the hole in coronal view. Suspecting these issues of inaccuracy and trajectory seemed outside burr hole because of the post operative CT scan which had tilt gantry of 9.5 degree (approximate) and the difference between spacing <(>&<)> thickness that might have caused the reported behaviors. Suggesting to take the scans as per the protocol. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient was alive without injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.